Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to atrophy. A revision surgery was performed in which the existing cuff was removed and a new cuff was placed on a changed site. It was indicated that the lot numbers were not known by the physician nor the facility. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cuff did not have any malfunction. The patient did not experience any additional adverse events and was doing fine after the surgery. No more information available at the moment. Should additional information become available, it will be provided.